Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(6)2015 with the following findings: evaluation revealed that the keypad is peeling from the ok button. There was contamination found under buttons (ok/up/down). The display screen is dim/faded (pink). A battery compartment crack was found below the bumper at the case seal. (B)(6).

Event description:
The pump was returned for investigation. Evaluation revealed contamination under buttons, a dim display and cracked battery compartment. This report is made based on results of investigation completed on (B)(6) 2015.